Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Logs shows that handling instance ID error was intermittently visible since 09/09/2023 23:25:38. Prior to that alarm, alarm 325 "epc fan failure" was visible from 09/05/2023 16:52:10. Multiple failure visible on main board. It seems that the cooling fan's axis is slightly bent due to the permanent mechanical force added to the rotor part. Root cause is most likely due to rough handling / lack of following repair instructions. It seems that there is a defect on the main electronics causing the ui (user interface) failure. Exact root cause is not determinable.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, as per initial findings, the main electronics needs to be replaced and that the epc (user interface controller) fan is not the only issue. There were some issues with the internal communication. Root cause is still under investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 where unit display disappears and unit show bellavista detected a user interface issue on the screen. And when they restart, the unit again working fine for just few minutes or hours and again display disappears and unit show bellavista detected a user interface issue on the screen. During the error, display disappears but its ventilation still on. Furthermore, there was no patient associated with the reported event.